Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited non-conversion of ventricular tachycardia (vt) due to high defibrillation thresholds. Boston scientific technical services (ts) confirmed the device appropriately detects the arrhythmia and delivers therapy. Ts inquired if there were any changes in the patient condition that may be related with increased defibrillation thresholds. Radiological imaging identified that the electrode was not on the fascia plane but instead between adipose tissue. Surgical intervention was performed and the electrode was repositioned and defibrillation threshold (dft) testing was successful. The system remains in service.